Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: a synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy xd drug-eluting stent was selected for use. However, when opening the device, it was noted that the stent strut was lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy xd drug-eluting stent was selected for use. However, when opening the device, it was noted that the stent strut was lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.